Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance after a nurse encountered the issue while attempted to pull medications. Although the nurse was ultimately able to obtain the medication by logged on with a witness, the incident caused an approximate 10-minute delay in medication access. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance and the user unable to login. A technical support specialist (tss) properly rebooted the station via the maintenance menu and verified that the station application launched completely after the reboot. The customer was advised to log in to the station using biometric identifier and was able to do so successfully. System functionality was verified as normal, and the customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.